Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 586 mg/dl with polyuria, large ketones and vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained hospitalized with diabetic ketoacidosis and was treated with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Cts determined that an issue with the quality of insulin contributed to the bg excursion; however, it was also revealed that the patient only changed their cartridge every 4-5 days against instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump.